Event description:
The patient was admitted (B)(6) 2013 for left-sided weakness and speech deficit which resolved. Her workup from a neurologic standpoint was negative including the CT scan of the head. It was noted that she had intermittent loss of capture with a malfunctioning ventricular pacing lead. She was discharged on (B)(6) 2013. She came in to the office (B)(6) 2013 and was evaluated. She will have a lead revision performed on (B)(6) 2013. The patient has twiddler's syndrome and mild dementia with a history of transient ischemic attacks. The patient was counseled about not touching the pacemaker device.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.